Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly encountered quality problem. It was further reported that two of the filter legs were twisted and tangled together, which hindered its complete opening and compromised its stability. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: three photos were reviewed. The first and second photos show the denali filter with all limbs present, and two legs noted to be crossed. The third photo shows the labeling details of denali filter which match with the information available in trackwise. One denali filter was returned for evaluation. During visual evaluation, the filter was noted received deployed. The filter was received with all limbs present, and two legs crossed. No functional testing was performed due to nature of the complaint. Therefore, the investigation is inconclusive for the reported activation failure including expansion failures as the conditions during use are unknown. A definitive root cause for the reported activation failure including expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component). H11: d9, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly encountered quality problem. It was further reported that two of the filter legs were twisted and tangled together, which hindered its complete opening and compromised its stability. The procedure was completed using another device. There was no reported patient injury.